Event description:
A caller reported experiencing a cartridge alarm 30 with their pump, but there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and the customer had not reported similar alarms with this pump before. Technical support assisted the caller in attempting to load a new cartridge, but the alarm recurred, preventing the successful resumption of insulin therapy. Consequently, technical support arranged for the pump to be replaced, although it was out of warranty. Customer received travel loaner pump for insulin therapy.